Event description:
It was reported that the patient underwent a two level tlif procedure at l2-l4 with implant of peek interbody device. Dbm was placed in the disc space anterior to the cages. Peek rod was implanted unilaterally for posterior fixation. Approximately 2 weeks post-op, the interbody device migrated posterior and a revision surgery was done to replace the migrated cage with a larger cage on the contralateral side. Dbm material was removed from the disc space and the peek rod was replaced with titanium rods bilaterally.

Manufacturer narrative:
(B)(4). The device or applicable imaging studies were not returned to the manufacturer for evaluation. We are unable to determine cause of the event.